Event description:
It was reported that while using the excelsius gps system, the case was aborted due to issues with merging.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. The case logs indicated that there was fluoro fixture movement while acquiring images, which likely led to some tracking errors. A tracking error can occur if the position of the c-arm or patient changes between when the x-ray was emitted to when the x-ray image comes over to the system. If the user is accepting fluoroscopic images where the movement meter is high, this can also contribute to small tracking errors. The centroids labeling the vertebral bodies of l1 and l2 for the merge were placed on the same vertebral body. The user places centroids to label vertebral bodies for the merge. The placement of these centroids and the tracking errors contributed to a merge shift. Preoperative merge shifts can cause navigational integrity and can lead to the misplacement of implants. The user must verify the preoperative merge before proceeding with navigation. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.